Manufacturer narrative:
Date of event: unknown, not provided. Catalog number: only partial catalog number provided as the serial number was unknown. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens was not explanted. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Received: 26 september 2019 / revised: 16 december 2019 / accepted: 31 january 2020 /published online: 17 february 2020 # springer-verlag gmbh germany, part of springer nature 2020. Graefe's archive for clinical and experimental ophthalmology (2020) 258:11231131 https://doi.org/10.1007/s00417-020-04617-8.

Event description:
The following article was received based on a literature review: title: accuracy of 8 intraocular lens power calculation formulas in pediatric cataract patients a retrospective study was done to compare the accuracy of eight formulas for intraocular lens (iol) power calculation in pediatric cataract patients. A total of 68 eyes of 68 pediatric cataract patients were implanted with posterior chamber iol zcb00 (abbott medical optics, inc.) After cataract surgery. Nine patients were implanted with zcb00, but were ultimately excluded from the study due to surgical complications: endophthalmitis (n=1), pupillary synechia (n=1), secondary glaucoma (n=1), and other unspecified complications (n=6). There are no indications in the article of any interventions provided.